Event description:
Resident was found with right leg caught between mattress and siderails. Some crepitation was heard above knee. Resident had recent history of fracture right tibia and fibula. Resident had history of osteoporosis. Resident was hospitalized and diagnosed with right supracondylar femoral fracture.